Event description:
The patient presented with signs of overdose including "fainting, dizziness, sick, nausea/vomiting, and no pain relief. Pump emptied in three days." An adjustment was unsuccessfully tried on the pump. The pump was explanted and replaced in 2003. It was returned to the manufacturer for anaylsis. The patient's outcome was reported as good following the pump replacement.